Event description:
A malfunction alarm was reported with malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support was unable to provide pump reset information because the customer did not have charging supplies available, and a follow-up was requested to continue troubleshooting. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.